Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's ipg had reached end of life and no communication was possible.

Manufacturer narrative:
Corrected data: h6 component code was inadvertently excluded in the follow-up report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was nearing end of life. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.